Event description:
The customer reported that the battery led kept blinking. They tried a different battery but the issue remained.

Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint is still under investigation.